Event description:
Medication (intigrillen) entered into pump. Rn noticed medication running in too fast. Medication discontinued. Pump was set correctly but biomed inspection noted bezel malfunction. Unit was replaced, had been inspected last on (B)(6) 2020. There was no patient adverse outcome. Unit had been "p m 'd" in (B)(6) 2020. FDA safety report ID# (B)(4).